Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported during the case the er320 was not functioning properly. After each clip was placed, a second clip would fire out into the pt. This occurred a minimum of five times. The case was completed with the gun and the clips were retrieved without problems. The gun was from kit ftc15 -- lot number l49k3a. There was no consequence to the pt.